Event description:
It was reported by service report that the gatch cover had a dent, which was catching the coil cords, and stripping them over time. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end cover due to contact with lift header screws. Foot-end cover slicing coil cable.